Event description:
It was reported, the patient¿s wire broke and had to be replaced going back to (B)(6) 2010.

Manufacturer narrative:
Product ID 3487a-45 lot# v058452, implanted: 2007 (B)(6), explanted: 2010 (B)(6); product type lead product ID 3487a-45 lot# v058452, implanted: 2007 (B)(6), explanted: 2010 (B)(6); product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6); product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6); product type extension. (B)(4).